Event description:
It was reported the patient had a replacement surgery (B)(6) 2014 and was supposed to have a pump refill tomorrow. The patient wanted a couple more days for a refill and was trying to gather how much medication was really left in the pump to see if she really had to go in. It was reported, ¿not sure if medicine was lost during surgery.¿ it was noted the alarm date had moved up and the patient had to go in sooner than she thought and ¿somehow there was not as much medication in there as they thought there was.¿ the pump and catheter were replaced because there was a leak in the tubing and or the pump. It was also reported they took out medication from the old pump and put it in the new pump. New medication was not placed just moved to the new pump. The previous pump only lasted 11 months. It was reported the patient's reflex sympathetic dystrophy (rsd) was flaring up. She had pain mainly because of surgery. The patient had three "cuts" on her and pain from rsd. There were no complications, but the patient was sore. The pump was being used to deliver bupivacaine and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).